Event description:
The customer reported hemoglobin backgrounds high and a few drops of fluid dripped from the probe onto the counter involving the coulter act diff 12 analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye goggles and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. The customer technical specialist (cts) assisted the customer via the telephone to perform troubleshooting. The customer installed a new probe wipe and resolved the reported issues. The cts instructed the customer to clean the vacuum evacuation pathway from the probe wipe to the vic (vacuum isolator chamber) using bleach to flush out any possible obstruction in the pathway. The customer then completed two successful system startups with no further evidence of fluid leak. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the reported issues. (B)(4).